Manufacturer narrative:
H10 h3, h6: part of the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with no suture string. Per the complaint the anchor was left in the patient. There is biological debris on the device. A functional assessment of the device found the torque limiter functions as designed, further testing is not able to be performed due to the suture and anchor not being returned. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy procedure, the footprint anchor was used with the proper surgical technique for tibial spine fixation; the specialist always makes some additional knots as security, when he was going to make them it was observed that the threads had left the anchor, the anchor remained inserted in the patient's bone. The procedure was successfully completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).